Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient indicated th at their stimulator is not working, it has a short in it. The patient was not feeling stimulation except when moving in certain positions even when increasing the settings using their programmer which began about 3 days ago. The patient does fall a lot and did fall about 3-4 days ago because they have problems with their hip and legs. The patient does not have a managing healthcare professional (hcp) so they were sent an hcp listings. No further complications were reported/are anticipated.